Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The device was completely removed from the patient's body using normal method and the procedure was completed with another of same device. No patient complications were reported.